Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "pt called to report that he is experiencing pain. When sits in car a certain knee, he cannot move his knee, has to use his other foot to move his leg (it locks). When laying in bed certain ways it hurts worse. Doctor originally thought it was ligaments, but it is progressing, may be problem with the actual knee (the general practitioner told him may be there was a recall). Pt wants an immediate answer as to whether or no this was part of a recall, before he will consider providing any add'l info such as medical records or x-rays."